Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no information reported regarding the customer's blood glucose levels. The device is being returned, and a replacement pump was sent to the customer.